Event description:
A site nurse reported that their navigation system booted-up properly in the morning, the nurse left the area and, upon returning, found the navigation system had shut itself off. In trouble-shooting, the nurse re-booted the navigation system, and noted that the blue power button was not illuminated. After the system re-boot, normal function was restored, however, the power button was still not illuminated. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, software test passed, hardware test failed. Visible inspection. Power button not lit. Replaced power button. Now performing as intended. Issue resolved. Return requested. Replacement ups on/off switch cable shipped to site (B)(4) 2015. Medtronic investigation of returned suspect ups on/off switch cable finds that when connected to a known good power supply, the switch functioned normally. The blue light was illuminated whenever the switch was on, and went out whenever the switch was turned off. No problem found. No fault found. No further issues have been reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿